Event description:
It was reported that a patient received vf notification due to oversensing via merlin.net. Noise was a possible cause of the issue on ventricular and atrial leads. Manipulation test was recommended. Further actions will be discusses with the physician.

Manufacturer narrative:
(B)(4).